Manufacturer narrative:
The device was received for evaluation. The device was sent for downstream occlusion testing, and the device passed. Review of the event history log found multiple "downstream occlusion!" Messages as evidence for customer reported issue of "multiple errors." However, the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device downstream tubing guide was loose. The cause was identified to be the downstream tubing guide which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device showed evidence of downstream occlusion alarms. No additional information is available.